Event description:
It was reported that the patient presented to the clinic for a scheduled procedure. Interrogation of the pulse generator noted that the right ventricular (rv) lead had dislodged and failed to capture. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned. The reported event of failure to capture was not confirmed. Visual and x-ray examination was normal with the exception of procedural damage. Electrical testing was also normal. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.